Manufacturer narrative:
Age at time of event: 18 years or older. Complainant name: (B)(6).

Event description:
Same case as MDR ID: 2134265-2017-08351. It was reported that the rotawire detached and remained inside patient's body. The chronically totally occluded stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). Due to the severe calcification of the lesion, a cto wire was replaced with a 330cm rotawire¿ through a non bsc microcatheter; however, the tip of the microcatheter got caught on the lesion and became separated upon removal. Ablation was then started with a 1.25mm rotalink¿ plus; however, the rotawire detached and was unable to be retrieved. A rotawire extra support was then used and the procedure was resumed. Subsequently, the burr tip was stuck in the lesion and detached. The burr tip was then retrieved by pulling the rotawire. The procedure was completed with another of the same burr and rotawire. There were no further patient complications noted.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The wire was received inside the coil of the burr catheter and the proximal end was fractured. The spring tip was not returned. There was discoloration on the wire at the separation of the burr. An attempt was made to remove the rotawire from the coil; but it was unsuccessful due to the damage coil. The burr is able to move back and forth on the wire, but can¿t be removed due to the coil being stuck on the wire. Dimensional inspection of the overall length and outer diameter (od) of the distal tip could not be performed due to device condition. The od of middle and proximal section of the device were within specification. A DHR (device history record) review was performed and no deviation was found. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-08351. It was reported that the rotawire detached and remained inside patient's body. The chronically totally occluded stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). Due to the severe calcification of the lesion, a cto wire was replaced with a 330cm rotawire through a non bsc microcatheter; however, the tip of the microcatheter got caught on the lesion and became separated upon removal. Ablation was then started with a 1.25mm rotalink plus; however, the rotawire detached and was unable to be retrieved. A rotawire extra support was then used and the procedure was resumed. Subsequently, the burr tip was stuck in the lesion and detached. The burr tip was then retrieved by pulling the rotawire. The procedure was completed with another of the same burr and rotawire. There were no further patient complications noted.